Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and was unable to reproduce the reported issue. After performing some unrelated repairs, proper device operation was observed though functional and performance testing. The device was subsequently returned to the customer for use. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device did not provide defibrillation energy. There were no reports of any patient use associated with the reported event.